Manufacturer narrative:
The hospital biomed performed a checkout of the equipment. Inspection of the equipment found a contaminated bag/vent switch. The hospital biomed is replacing the bag/vent switch. No report of patient involvement.

Event description:
The hospital reported the unit failed the preoperative test, indicating the bellows would not empty. There was no report of patient involvement.